Event description:
A pt self-reported to MFR that worsening depression and mania events were being experienced. F/u with current treating physician confirmed these events may have occurred due to the pt's disease process and history. Pt did not report these events to the treating physician. The treating physician stated the pt is currently doing well and remains on vns therapy.